Event description:
The chu reports : "we need an explantation kit in order to retrieve the implant and you will have the vigilance declaration once the implant is explanted". At this stage, the serial number, the type, the date and reason of explantation were not communicated.

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant was not explanted as of the date of this report. Currently, this event is not a serious injury. Follow-up report will be submitted if the device explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).